Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) and manufacturer representative reported that the patient was having pain, redness, and warmth at their abdomen implantable neurostimulator (ins) site. The patient didn't have allergy to any materials and the hcp ruled out infection. The symptoms started at the time of implant on (B)(6) 2015. The hcp was not in favor of explanting the device as the patient was receiving benefit from it. The patient was miserable without the device, but their body seemed to keep rejecting the implant. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's reports # 3004209178-2016-00170, 3004209178-2016-00171, 3004209178-2016-00175 for the patient's first, second, and third inss being relocated due to pain.

Event description:
It was later representative wanted to find out if device contained nickel. The representative stated that patient has a nickel allergy and was having some pocket issues that were previously reported. The representative stated that the doctor contacted medical affairs (oma) after the related call was taken to get more information about an antibiotic pouch that could be used in conjunction with implant of an implantable neurostimulator (ins).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that representative wanted to order a tyrx for an interstim implant. The representative stated that the patient has had infections in the past, so the health care provider wanted to use it.

Event description:
It was later reported that patient did well with (is) therapy, but has allergies to nickel. It was noted that physician has spoken to medical affairs (oma).